Event description:
During patient treatment, the driver stopped. The operator could not get the driver to start oscillating again. The patient was "bagged", then switched to another 3100a without compromise.